Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states having a pump alarm replace battery now. Patient's blood glucose at time of incident was 137 mg/dl. New battery did not resolve the issue. Customer received pump error alarm instead. Customer was unable to clear the alarm. Product was returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify software error, replace battery now alarm, sensor signal not found or failed battery test due to blank display. Device received with corroded motor home switch.